Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000mcg/ml for a total dose of 599.6mcg/day and bupivacaine 30mg/ml for a total dose of 8.994mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2018 that device interrogation revealed a reservoir volume discrepancy. The estimated/expected volume was 4.1ml and the actual reservoir volume was 7.6ml. Other surgical intervention occurred where a pump study was done on the entire system on 2018-sep-10. The outcome of the event was unresolved with no further action planned. The clinical diagnosis was pump reservoir volume discrepancy. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. It was noted to be due to programming/refill. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported baseline weight was not recorded. The cause of the volume discrepancy was unknown. A pump rotor study was performed and the results were normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the issue resolved without sequelae on (B)(4) 2018.